Event description:
A peritoneal dialysis (pd) patient called tech support on (B)(6) 2013 to report a humming sound coming from the cycler during treatment and stated that he has been having drain issues. During the evaluation of the patient's drain issues and a review of the treatment data provided for this date, it was determined that a large drain 4 volume did occur. See scanned table. The reported large drain volume of 3099ml exceeds the 180% drain criteria of the prescribed fill volume of 1600ml for a reportable device malfunction.

Manufacturer narrative:
A review of the treatment data sheets available was performed by the post market clinical department. A large intra-peritoneal volume drained at drain 4 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The peritoneal cycler (plant investigation) is currently undergoing evaluation and a supplemental report will be submitted upon completion.